Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot#: va13tsg, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the pulse was annoying down in the groin. He said, it wasn't all the time. But at night it was like a flutter and would wake him up. Agent did not ask about the circumstances that led to the reported issue. Patient has had the system shut off for several years and been fine without it. He said there was a manufacturer representative (rep) there today that checked his leads and said they don't work, and said, "well I have had my system off". Reviewed the process of removing system to be eligible for MRI. Patient just came from their annual with the urologist and they told him he can't have MRI's with the device and wanted to know if that was true. Reviewed the guidelines. Wants to be able to have an MRI if he needs one since he is getting older.